Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. The patient was on xarelto. The following morning at 8 a.m., a small pericardial effusion was noticed. There were no signs of tamponade. The patient's blood pressure changed and was treated with midodrine. Echocardiograms were performed daily and a transthoracic echocardiogram showed a possible mild increase in the size of the effusion on the subcostal views. The patient was discharged home four days post procedure and will be followed as outpatient.